Event description:
During a prolapsectomy according to longo (tissue: mucouse to mucous) procedure, after a purse string suture and after having used the stapler, while extracting the instrument, the operator noticed that the stapler had only cut without applying the staples for almost 80% of the circumference. The surgeon had to suture the anastomosis manually applying a lot of stitches. There was a considerable amount of bleeding but there were no serious adverse consequences on the patient. One device returning.

Manufacturer narrative:
Information anticipated, but unavailable at this time.